Event description:
Consumer reports testing having very erratic readings with the plink. Analysis run on clark error grid using mean average reading (175) as ref point vs bd reading (58, 291) yielded data points in the c range of the grid, outside acceptable limits.